Event description:
Clarification of event: the patient was on vacation in (B)(6) when the device tripped eri and patient felt vibratory alert. The physician in (B)(6) opened the pocket, but did not have a suitable replacement device. The pocket was closed. The patient reported feeling burning heat coming from the device ever since the procedure in (B)(6). When back stateside, the device was changed out. No sign of infection was noted.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient presented to the hospital after receving a vibratory alert for eri. Attempted device changeout was unsuccessful. Later, heating of the device in the pocket was observed. The device was explanted and replaced.

Manufacturer narrative:
The reported field events of eri and pocket heating were not confirmed in the laboratory. Upon receipt, the device was not at its eri battery voltage. Review of the lifetime diagnostics contained no record of any patient notifications. Device functionality was normal when tested on the bench and using automated test equipment. The cause of the field event was not determined.